Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique adverse event report is being submitted due to symptoms related to diabetes - increased thirst and disorientation/confusion. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 error. Daughter is calling on behalf of the customer. During the call, a blood test was performed by the customer and produced e-5 using truemetrix air meter. At the time of the call, the customer was disorientated/incoherent at times and was having increased thirst. Daughter stated that earlier customer was driving with his wife and was also incoherent at some points. Daughter stated she went with the customer and had purchased the truemetrix air meter. Daughter stated that she was going to seek medical intervention for the customer.